Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a partial separation in the shaft/collar area. Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that the collar was fractured. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar was fractured. The device was simply pulled out completely from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable.

Event description:
It was reported that the collar was fractured. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the collar was fractured. The device was simply pulled out completely from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was stable.